Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in clinic today and the hcp reported that therapy impedance has increased by 0.5 ma and 0.6 ma on each side since the patient was seen about 4 months ago. The patient is programmed in bipolar. All electrode impedances were normal and it is unknown if these had changed since the last appointment. The patient's settings had not changed at all. The patient underwent cardioversion on (B)(6)2021 and since then, they have felt "different" and had speech difficulties. They inquired if the cardioversion could cause this change in therapy impedance. The patient thinks they turned the ins off prior to cardioversion but wasn't sure. In clinic, the hcp turned the dbs off and the patient's speech issues resolved and the patient felt better. The programming hcp ultimately decreased stimulation to match what the therapy impedance had been and the patient felt better with this programming change. Additional information was received from the manufacturer representative (rep) reporting the cause was not determined. They do not know if the cardioversion directly impacted the patients device/therapy. The rep reported the managing physician called to let them know that the patients therapy impedances were different after they received cardioversion, but all other settings remained the same. The patient seemed to be doing a little bit worse but he made some minor adjustments to the settings and the patient improved.